Event description:
(B)(4). Dealer states scooter will speed up and slow down by itself while driving. States batteries are good. No additional information is available, the provider disconnected before call could be transferred. (B)(4).